Event description:
Draeger vent began to alarm "water in expiratory valve" and would not deliver set tidal volume to patient. Patient's spo2 was 77% when respiratory therapist arrived. Patient was taken off vent and bagged while a second therapist brought another vent to the room. Patient recovered spo2 quickly when bagged and she was them placed on different vent.